Event description:
Patient presented with a 3 day history of pain, redness, light sensitivity, and discharge in the right eye after wearing contact lens and using complete multipurpose solution. Examination revealed a central corneal epithelial defect and grade 4 conjunctival injection. Examination, the next day, revealed 20% re-epithelialization with an underlying infiltrate and edema. Defect persisted with gradual improvement until patient left the country on vacation twelve days later.